Event description:
The customer reported the leak tester did not power on during use in reprocessing of devices. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the power switch was broken and metal parts of the circuit were exposed. This report is being submitted for the malfunction found during evaluation (broken power switch with exposed parts). There was no patient involvement.

Manufacturer narrative:
During inspection and testing, service found the power switch was broken and metal parts of the circuit were exposed. The protective cover was cracked and the plastic cap was torn off. In addition, the suction feet were worn and insufflation was not possible due to a pump unit failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged power switch could not be determined. Olympus will continue to monitor field performance for this device.